Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in pacing impedance measurements and poor sensing. The lead was explanted and replaced. During the procedure, the lead was cut and was discarded by the hospital. No additional adverse patient effects were reported.